Event description:
Report rec'd from the USA stating that the burr in the device "would not turn and was making funny noise" during brain/neuro surgery. The device was used with two other attachments, but the burr would still not turn. There was a delay in surgery to open another drill. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by anspach. The device was evaluated and passed all operational specifications. The event was not confirmed. If add'l info is rec'd, a supplemental report will be sent.